Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Red button on handle broke off during surgery. This is the 3rd handle broke with the same thing happen. The red button breaks off. The material seems very poor. We expect full credit for this instrument.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.